Event description:
It was reported to the manufacturer by the end user, per the end user, patient was trying to adjust his own mattress and staff found him on the floor sitting with his back against the frame. Upon speaking to the facility, it was stated that the patient was repositioning himself on the mattress to get comfortable and fell off the mattress onto the floor. The patient fell on three occasions ((B)(6) 2015, (B)(6) 2018). On the fall that occurred on (B)(6) 2018, the patient sustained a skin tear to the left elbow that was addressed in-house by the facility. On the other two occasions, there were no injuries sustained. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.